Event description:
The lay user/reporter (pt's wife) contacted lifescan (affiliate) alleging that the pt's one touch ultra was reading inaccurately high compared to another device. The medical affairs specialist obtained the following info from the technical service rep's documentation. Around 4:10pm, the reporter attempted to wake the pt up from his nap but he was not regaining consciousness. The reporter contacted the emergency services who advised her to check his blood glucose while waiting for them to arrive. At 4:21pm, the pt tested at "187 mg/dl" on his meter and the pt reportedly had glucose following the use of the meter. The customer care advocate (cca) verified that the meter was correctly set to "mg/dl" and the sample source came from the finger; however, the reporter stated that the pt's hand was not washed prior to testing. The emergency services around 5:15pm. They tested the pt on an unspecified device and got "19mg/dl." The pt was treated with glucagon injections and regained consciousness. The pt's last test prior to the incident was "104 mg/dl" at 9:11 am and reportedly had been taking his medications as usual. This complaint is being reported because the pt obtained a relatively high meter reading while he was unconscious. About an hour later, the emergency services treated the pt with glucagon injections for hypoglycemia. The meter and test strips were replaced.

Manufacturer narrative:
Lifescan was requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.